Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from an healthcare provider (hcp), via a company representative, regarding a patient who was receiving lioresal (500 mcg/ml) at 50 mcg/day via an implantable pump (lot number unable to be obtained, dates of therapy not reported). Indications for use included intractable spasticity and familial spastic paraparesis. Medical history and concomitant medications were unable to be obtained. On an unknown date, during normal use, the patient experienced a fluid collection at their back incision (see manufacturer's report number 3007566237-2015-03758) and pump pocket. The issue was identified via a physician's assessment. Troubleshooting included surgical exploration of the back and pump pocket; cultures were obtained (source was not specified), but no organisms were present. There as no allegation made against an implanted device. Actions/interventions also included aspiration of the catheter, which occurred without difficulty. As of (B)(6) 2015 the issue was resolved, the patient's status was "alive - no injury," and the hcp had no additional information. Additional information regarding lot number of the lioresal, concomitant medications, medical history, as well as the onset, cause, and actions/interventions with regard to the fluid in the back incision and pump pocket was requested. If additional information is received, a follow-up report will be sent.